Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the bios memory, replaced the hard drive and the single board computer, and reloaded software. The system operates as intended.